Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went onsite and replaced the proximal set up joint to correct the issue. The system was tested and verified as ready for use. The proximal set up joint unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3-arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site encountered recoverable faults on arm 1. The site kept pressing recover, but then the system went into a non-recoverable fault. The customer restarted the system, but the issue remained. The customer undocked arm 1 and finished the case with three arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and noted error 31199 and 1126. The procedure was completed with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: there was no injury or negative impact to the patient. The system was inspected prior to use and no issues were noted during set up. The case was started with 4-arms and completed with 3-arms after the faults.